Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a clearlink continu-flo solution set was pulled out of the y-site, leading to a leak. The reporter stated that the tubing was not correctly seated in the y-site. This was noted during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the tube was incorrectly assembled into the first clearlink y-site (the tube was found to be twisted). The tube was underinserted into the y-site. Pressure testing and clear passage testing were performed and revealed a leak at the connection of the tube and y-site. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.